Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
Iis prulo registry data received. Data involves cases ranging from october 2020 to march 2026. The registry does not provide complication-specific treatment or intervention details for the adverse events listed. Treatments and interventions appear to range from no intervention to repeat surgical intervention. Adverse event(s) and provided interventions possibly associated with gryphon proknot br (qty 3): intraop complication for jammed suture (1). Intraop complication for anchor breakage (removed and replaced) (2). Adverse event(s) and provided interventions possibly associated with gryphon br with orthocord (qty 22): postop complication of ligament/tendon retear (9) no specific treatment indicated. Postop complication of loosening (1) no specific treatment indicated. Postop complication of instability (8) no specific treatment indicated. Postop complication of stiffness (4) no specific treatment indicated. Adverse event(s) and provided interventions possibly associated with gryphon br with orthocord (qty 3): intraop complication for jammed suture (1). Intraop complication for anchor breakage (removed and replaced) (2). Adverse event(s) and provided interventions possibly associated with gryphon br with dynacord (qty 5): postop complication of loosening (2) no specific treatment indicated. Postop complication of stiffness (2) no specific treatment indicated. Postop complication of hardware (1) no specific treatment indicated. Intraop complication for anchor came out (removed and replaced) (1) x2. Adverse event(s) and provided interventions possibly associated with gryphon br with dynacord (qty 1): intraop complication for anchor came out (removed and replaced) (1). Adverse event(s) and provided interventions possibly associated with laterjet screw (qty 2): postop complication of hardware (2) with reoperation. Intraop complication for screw not having bite (removed and replaced) (1). Intraop complication for hardware explanation (removed and replaced) (1). Adverse event(s) and provided interventions possibly associated with laterjet screw (qty 2): intraop complication for screw not having bite (removed and replaced) (1). Intraop complication for hardware explanation (removed and replaced) (1). Adverse event(s) and provided interventions possibly associated with dynacord freestand suture (qty 1): postop complication of stiffness (1) with reoperation.